Event description:
The patient called alleging low readings on their meter. They obtained a reading of 8 and 9 mg/dl and did not experience any symptoms at the time of testing. They contacted their md whi advised them to test on their family member's meter. Their blood glucose reading on the family member's meter was 125 mg/dl. They did not receive any treatment by a medical professional. They have been cleaning the meter properly. Customer service had them run a check strip test and the check strip failed twice. This case is being reported as a meter malfunction since the check strip test failed.